Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pacemaker explant procedure due to elective replacement indicator (eri). The right ventricular lead exhibited high out of range pacing impedance and inadequate capture when connected to the new pacemaker. Also, lead fracture was noted. The right ventricular lead was capped and replaced on (B)(6) 2019. There were no patient consequences.